Event description:
It was reported that the external pulse generator had vertical lines through its display and that it was missing metal clips on the back. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was missing pixels, and also found that the side bail covers, ring cover and ring bail were missing, that the upper case was dented and affecting the keyboard's seating position, that the lower case and battery drawer were broken, that the battery release was contaminated, the battery release o-ring was missing, the battery contacts were compressed, the serial number label was torn and the ventricular encoder was intermittent. (B)(4).

Event description:
It was reported that the external pulse generator had vertical lines through its display and that it was missing metal clips on the back. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.